Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique/patient made a mistake/area not cleaned before starting pd and bacterial peritonitis in a male patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced a break in aseptic technique, described as the patient made a mistake/area not cleaned before starting pd. On (B)(6) 2011, the patient experienced peritonitis. It was unknown if the patient required hospitalization. On that same date, the patient began remedial therapy with vancomycin and tazact. The cause of the peritonitis was the break in aseptic technique, described as the patient made a mistake/area not cleaned before starting pd. It was not reported if the patient was retrained in aseptic technique. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of bacterial peritonitis was resolving. The nurse considered the event of bacterial peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide an assessment of causality for the event of the break in aseptic technique/patient made a mistake/area not cleaned before starting pd.